Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that yesterday they had an MRI for their back and neck. Patient said they turned stimulation off for the MRI and the MRI facility knew they had the device. Patient said after the MRI was complete they started feeling really bad pain in their lower back and legs, they were hurting really really bad. Their doctor has not yet sent over the prescription for pain mediation from before this happened. Recommended patient report this to their doctor and to the MRI facility. The patient's relevant medical history included pt said today they are not hurting as much.